Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure, the clip was firing crooked. Another device was used to complete the procedure. There was no pt consequence.